Event description:
It was reported that a miniarc mesh device was implanted to treat "pelvic organ prolapse and stress urinary incontinence." Allegedly, the miniarc caused, "severe and permanent bodily injuries and significant mental and physical pain and suffering."

Manufacturer narrative:
The miniarc sling is intended for use in the treatment of female urinary stress incontinence. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.